Manufacturer narrative:
This event recorded by zimmer biomet under (B)(4). Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) six times as documented in the repair reports in livelink. The last repair was april 17, 2015 where it was reported that the device had ratcheting problems and the ratchet gear, damaged roller, gear and comb were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on october 18, 2016 revealed minor cosmetic damage to the mesher handle including nicks and scratches. The latching pins engage as intended. The comb was slightly bent on the right hand side. There was minor wear noted to the roller gear and minimal galling to the roller shaft extension. The ratchet handle returned with the device was for a meshgraft ii and would not rotate. The test mesh using the customer¿s mesher and ratchet was unable to be performed due to the damaged comb and ratchet handle. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on october 19, 2016 which included replacement of the side plates, roller, ratchet gear, spring and pin. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Prior to repair, the device passed the test mesh and was within calibration specifications. The reported event was non-verifiable since during the initial inspection it was noted that the test mesh using the customer¿s mesher and ratchet was unable to be performed due to the damaged comb and the meshgraft ii ratchet handle. While during the initial inspection it was noted that the test mesh using the customer¿s mesher and ratchet was unable to be performed due to the damaged comb and the meshgraft ii ratchet handle, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device would pull skin through when trying to just pull back handle after initial pull through during surgery. No patient consequences were reported as a result of this malfunction.